Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having a bent cannula and insulin was not delivering. As a result, customer had high blood glucose of over 600 mg/dl. Customer reported that tape was not sticking. A week prior to call, customer's blood glucose was 478 mg/dl which was treated with manual injection. Customer would call back with further details.